Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the radial artery. The 90% stenosed, 3.5x20mm eccentric and de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad) which had a significant bend of 45 to 90 degrees. The lesion was predilated with a 2.5x15mm non bsc balloon and then a 3.50x20mm promus element stent delivery system (sds) was advanced to the lad; however, the stent dislodged from the sds and migrated to an artery in the right leg of the patient. The physician deployed a 3.5x20mm omega stent in the lad and then the patient was taken to the operating room to remove the dislodged promus element stent. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).